Event description:
During an atrial fibrillation procedure, air was aspirated. The dilators, guidewires and advisor hd grid catheter were inserted into the hemostasis valve prior to the reported leak. When removing air immediately after pre-mapping, air was aspirated intermittently. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The reported event of air aspiration could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.